Manufacturer narrative:
This report is submitted on november 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced pain, poor performance and non-auditory sensations with device use resulting in the decision to explant. The device was explanted on (B)(6) 2018, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on january 23, 2019.